Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the customer's insulin pump alarmed failed battery test with four different battery changes. The customer's blood glucose was 370 mg/dl. The caller confirmed that the customer was not hospitalized or experienced a serious injury. Through troubleshooting, the caller was advised if the alarm was not cleared then the alarm would recur with each new battery inserted. The caller stated that the battery compartment and spring were neither damaged nor corroded. While troubleshooting, the customer's insulin pump received the alarm again. The caller was advised that the insulin pump would be replaced. The caller was advised to revert to a back-up plan per healthcare provider's instructions. The caller agreed to return the product for analysis.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. A failed battery test alarm was noted due to a corroded battery cap and battery tube.